Event description:
It was reported that the j tube disconnected where the catheter meets the y port adapter. The y port adapter was still sticking out of the pts stomach and j tube had dropped down. When they put feeding solution through the y port adapater, it was going into stomach instead of the jejunum like it should. Surgeon had to go down via endoscope and retrieve the actual piece itself. They used another device to complete the procedure with no pt complications due to co's device. Product was returned for eval. Visual examnation showed extensive use. It appeared the hub was not secure on the catheter. Assembly error. It appeared the glue didn't hold tightly enough. Appropriate personnel will be notified of this incident.